Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up, the customer tried to restart the system, but the issue persisted. It was also identified that the system took long time to shut down. Upon troubleshooting, the fse found that the host pc image transfer board was not installed correctly due to which the images didn't get transferred and displayed. The fse reinstalled the host pc image transfer board and software driver to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.